Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Primary notes indicate the pt was implanted with a biomet knee which experienced septic failure after three months. Revision notes indicate the pt developed cellulitis of her contra lateral limb and developed increasing pain and swelling in her left knee. The notes indicate the pt's organism on aspiration on this encounter is (B)(6). The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. The device history records were reviewed and found conforming; indicating the devices were manufactured, packaged and inspected to specifications. Should additional substantive info be received, the complaint will be reopened.